Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s reported post operative course. Per the journal article the patient developed a (B)(6)infection post implant. (B)(6) infections are known inherent risks to patient / people who have been in hospitals or other health care settings. (B)(6) infections typically are associated with invasive procedures, such as surgeries. Attempts have been made to obtain additional information. At this time a definitive conclusion cannot be made, however the patient's (B)(6) infection was most likely transmitted from a source extrinsic to the medical device. Note the implant and explant dates are estimated as the article did not include exact dates. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." A lot number was not provided without this information a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported via journal of japan surgical association vol.78, page.888 (oct.20, 2017) p-1191-case4: it was reported that a patient underwent a surgery for abdominal incisional hernia repair with implant of ventralight st mesh in (B)(6) 2017. After the surgery, he developed an infection. (B)(6) was detected. Nineteen days post implant, the mesh was removed.

Event description:
The following was reported via journal of japan surgical association vol.78, page. 888 (oct.20, 2017) p-1191-case4: it was reported that a patient underwent a surgery for abdominal incisional hernia repair with implant of ventralight st mesh in april, 2017. After the surgery, he developed an infection. Mrsa was detected. Nineteen days post implant, the mesh was removed. Addendum: additional information provided in follow up: on (B)(6) 2017, implant date, on (B)(6) 2017, explant date, product code: 5954460.

Manufacturer narrative:
This is an addendum to the initial emdr to document corrections identified in follow up. This additional information does not change the initial determination, no conclusion can be made. Corrected fields: date of event, (catalog #), implant date. Updated fields: date of report, (UDI #), PMA/510k, if follow-up, what type. Should additional information be provided, a supplemental emdr will be submitted.